Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user who had just started ilet pump therapy experienced hypoglycemia after announcing and starting a meal, with a lowest reported glucose of 42 mg/dl; the user paused insulin delivery and consumed oral glucose, and later resumed insulin delivery with guidance. Symptoms included fatigue and drowsiness without loss of consciousness. Outcomes included recovery with self-treatment and continued home monitoring without medical intervention or hospitalization. Investigation included troubleshooting of the continuous glucose monitor that stopped providing readings during the event and user education on pausing/resuming insulin and proper meal announcement. Investigation of this case revealed no device malfunction confirmed; the event was consistent with hypoglycemia of unclear cause in the context of new pump start and cgm data interruption, with the user wearing a steel cannula set. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.